Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that both aortic (ao) and left ventricular (lv) placement signals were no longer displayed on automated impella controller (aic) serial number (B)(6) (not (B)(6)-which was a forced selection). Motor current values remained displayed. Within less than five minutes of the loss of placement signals, an alert prompted switching to a different console. The system was transitioned to a loaner console to complete the procedure, and the pump continued to operate without further issues. The patient care was withdrawn and the patient has expired. Additional information indicated that the case was complex in nature. The procedure initially began as a primary percutaneous coronary intervention (ppci); however, a dissection of the circumflex artery occurred, and the patient was emergently transferred to the operating room for coronary artery bypass grafting (CABG) with impella support. Per the surgeon, the aortic arch was noted to be heavily calcified, requiring multiple repositioning attempts of the aortic cross-clamp. Postoperatively, the patient¿s abdomen was observed to be significantly enlarged and distended compared to baseline at the start of the case. There was concern that embolized calcific material may have resulted in vascular obstruction and subsequent ischemia. Despite mechanical support and attempted repositioning, the patient¿s lactic acid levels continued to rise. During the CABG, the impella pump was noted to migrate; although it remained positioned across the aortic valve, it was angled toward the mitral valve. Pump flows were limited and could not be increased beyond p5. Attempts to reposition the device, including withdrawing it approximately 1¿2 cm, were unsuccessful. The cause of death was not related to impella as per physician.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.